Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing the device did not alarm with a s233 malfunction alarm code during testing; however, a s233 malfunction alarm was noted in the device history. The probable cause of the customer reported s233 malfunction alarm code was a broken fan. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device alarmed with a s233 (over temperature-psc) malfunction alarm code. The device was returned to the biomedical department for an unspecified reason. No info was provided; therefore, specific patient info, pump programming, or event details were not available. There were no reports delays in critical therapies while the device was in clinical use. During testing at the user facility, the device alarmed with a s233 malfunction alarm code. No additional info was provided.